Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. As per the surgeon opinion the iol (intra ocular lens) did not contribute to the event and was due to missed optical target, prior lasik (laser-assisted in situ keratomileusis). The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. Based on this information, the product did not cause or contribute to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced positive dysphotopsia, light sensitivity, trouble driving and visual discomfort. The lens was planned to be explanted. Additional information was received, the lens was explanted and replaced with another lens model. In the surgeon¿s opinion missed optical target prior lasik (laser-assisted in situ keratomileusis) caused the event and there was no patient harm.